Event description:
Information was received regarding a cadd solis vip pump. It was reported the pump was giving a "cassette not attached" alarm. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and some scratches on the lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Event history log was reviewed and the error was found multiple times. Mu showed a nonreactive dso (downstream occlusion) sensor which was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.